Manufacturer narrative:
At the time of this report the product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that two days following the implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a medtronic bioprosthetic valve due to severe paravalvular leakage and mild central aortic regurgitation. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination of the valve indicated it was slightly distorted; oval shaped. All leaflets were in the closed position with a slight gap at the point of coaptation and between the coaptive ridges of the right and non-coronary cusps. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis, the root causes of the reported paravalvular leak (pvl) and regurgitation cannot be determined. The slight distortion of the valve could have been a contributing cause. The slight gap at the point of coaptation and between the coaptive ridges of the right and non-coronary cusps would close readily. The valve may have been more distorted when implanted, which could have been enough to cause the reported mild central aortic regurgitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.